Event description:
It was reported that the procedure was to treat a lesion in the mid to distal right coronary artery with mild tortuosity and mild calcification. The 2.5 x 15 mm xience v stent delivery system (sds) was inspected and appeared to be tightly crimped on the balloon. Pre-dilatation was performed and the xience v sds was advanced to the lesion with slight resistance noted. During an attempt to deploy the stent, the stent could be seen dislodged from the sds. An attempt was made to re-position the stent, but the stent could not be found. A 2.75 x 15 mm xience v sds was used to treat the lesion successfully. The patient had an overall good end result. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.